Event description:
The sytem stopped midway causing rescan and potential delay in the treatment.

Manufacturer narrative:
The system stopped midway. To resolve this, field service engineers had to clean the parts to resume callibration. The tick calibration was successfully completed and the translation calibration was verified. Two scans were run with no issues or artifacts present in the scout. No harm to the patient or users.